Event description:
It was reported that there was a polarity switch. There was also decreased impedance and thresholds. Follow up confirmed the right ventricular (rv) lead showed an apparent fracture. The lead was switched to unipolar setting and remains in use. It was also noted there was phrenic stimulation on the right atrial (ra) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.